Event description:
Patient presented back to the physician with continued pain at the ipg site. Physician brought the patient into the operating room and removed the ipg and sensing lead.

Event description:
Patient presented to the physician with a keloid at the chest incision causing pain. Physician administered steroid injections into the chest incision site.